Event description:
As reported by the sales rep, there was a silver of plastic hanging of the catheter of the stent delivery system (sds), like a piece of had been cut with a razor. The patient is a female. Age unknown. The target lesion was the right coronary artery (rca). The vessel was described as calcified and tortuous. There was some difficulty crossing the lesion with the guidewire, but the lesion was crossed. There was no damage noted to the outer packaging of the sds prior to opening. The sds was properly inspected and prepped. A jr4 guidecatheter was used in the procedure. It was noted that there was a lot of difficulty when tracking the sds through the vessel and crossing the lesion. When the stent delivery system wouldn't cross, it was removed; this is when it was noticed that the device was frayed. The slither was noticed after the device was taken out of the patient and wiped down. The slither was located at the exit port, medial. It was noted that some force was used to attempt to cross the lesion, enough to cause the guidecatheter to disengage. Eventually a 3.0 x 13 cypher stent made it across the lesion with an al2 guidecatheter and the lesion was successfully treated. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from a sales representative indicated that a "slither" was noted at the guidewire exit port when the device was removed from the patient. The target lesion was the right coronary artery (rca). The lesion was described as calcified and tortuous. A guidewire crossed the lesion after some difficulty. A 3.0mm x 8.0mm cypher rx stent was advanced to the lesion but would not cross. It was noted that some force was used to attempt to cross the lesion, enough to cause the guide catheter to disengage. When the stent did not cross the lesion, it was removed from the patient and that is when it was noticed that the device was frayed. The slither was noticed after the device was taken out of the patient and wiped down. The slither was located at the exit port, medial. Eventually a 3.0 x 13 cypher stent made it across the lesion with an al2 guide catheter and the lesion was successfully treated. There was no reported injury to the patient. The device was returned for evaluation. One non sterile cypher us rx 3.00 x 8 was received coiled inside of a plastic bag. The stent was received attached in its original position. A frayed section was observed on the body/shaft at 113.2 from hub. Curves were observed along the body that might have occurred during shipping of the unit for analysis. No other visual anomalies were observed. The cypher us rx 3.00 x 8 was sent to analysis to determine the cause of the frayed section found on the body/shaft and the results indicated that: "the shaft's damage appears to be caused by a sharp tool; the separated surface presents the characteristics of cutting and there are also marks in the external surface." There were no other surface anomalies that could be related to the cause of the failure reported. The failure reported by the customer as failure to cross could not be evaluated. The failure reported as (body/shaft - frayed/split/torn) was confirmed during analysis due to the received conditions. The cause of the frayed section found over the body/shaft could not be conclusively determinate, however; it appears to be cut with a sharp tool. The catheter assembly cypher process (body/shaft) was reviewed and it was found that no sharp tooling -that could cause the damages as described in the complaint- is used during the subassembly manufacturing process. Moreover, quality controls for 100% leak deflation test a 100% final inspection are performed in order to prevent damaged catheters from leaving the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of body/shaft frayed/split/torn was confirmed through failure analysis. When attempting to get a stent to cross a lesion the stent delivery system is slid back and forth on the guidewire. When there is difficulty crossing the lesion and force is used to get the stent to cross the lesion the motion of sliding the sds back and forth on the guidewire can lead to the guidewire causing a tear in the sds at the level of the guidewire lumen. Review of the information provided suggests that procedural factors and/or vessel/lesion characteristics may have contributed to the reported event. There is nothing to indicate that there is a design or manufacturing related issue therefore no corrective action is needed as this time.